Event description:
The stem depth gauge does not align exactly with rasp depth gauge. When etching on the stem and holes on the rasp are aligned, the proximal end of the stem sits proud of the rasp by 3mm. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary evaluation: the problem described by the surgeon is due to a wrong method of measurment. The rasps compared to the drawings and to the implant conform.